Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch (wfs) is not working because of faulty battery. The engineer replaced the wireless foot switch battery and returned the device to use in good working order. A similar issue was reported earlier, the engineer reseated the battery to solve the issue. Later, the issue with wireless foot switch reported twice. The engineer replaced the wfs, base station and charger in the first instance and secured the connection in the other. After replacement of spares, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with wireless footswitch connection, but the issue is with battery. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was a wireless footswitch connection issue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.